Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported a stealth 360 peripheral orbital atherectomy device (oad) was used to treat a mildly calcified, mildly tortuous, 100% stenosed proximal to mid superficial femoral artery (sfa) in the left leg through an up and over approach. One low speed treatment, one medium speed treatment, and one high speed treatment were performed. It was noted a dissection was observed at the proximal sfa post orbital atherectomy. A non-abbott stent was placed at the site of the dissection. The patient was in stable condition.

Event description:
It was reported a stealth 360 peripheral orbital atherectomy device (oad) was used to treat a mildly calcified, mildly tortuous, 100% stenosed proximal to mid superficial femoral artery (sfa) in the left leg through an up and over approach. One low speed treatment, one medium speed treatment, and one high speed treatment were performed. It was noted a dissection was observed at the proximal sfa post orbital atherectomy. A non-abbott stent was placed at the site of the dissection. The patient was in stable condition.

Manufacturer narrative:
A visual inspection, functional testing, dimensional analysis was performed on the returned device. The reported compliant of vascular dissection could not be confirmed through analysis due to the operational context of the issue. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the reported information and the observations from the returned analysis, the investigation determined that the reported vascular dissection appears to be related to circumstances of the procedure. There was no damage or abnormalities identified with the driveshaft or crown section that would have contributed to the reported complaint. There was, however, biological material accumulated on the driveshaft crown section. The biological material accumulation may be related to the reported compliant; however, this is not confirmed, and the cause remains unknown. Based on the results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. H6: codes 4755, 4118, 3233, and 11 no longer apply.